Manufacturer narrative:
Section a - no patient information was provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the pre-connected pack had entrapped air during the priming process, seemingly causing the pump to malfunction. The pre-connected pack was being prepped by less comfortable staff that seemed to entrap a fair amount of air in the circuit causing the pump to shut down. This was not deemed a device failure by the practitioners.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with the centrimag pre-connected pack reported or identified through this evaluation. The centrimag pre-connected pack was not returned for evaluation. Device history records could not be reviewed due to the serial/lot number of the centrimag preconnected pack being unavailable. The centrimag pre-connected pack instructions for use (IFU) rev. B, is currently available. The IFU contains the following general warnings: -only trained personnel should use the pack. -a backup pack must be available immediately near the primary pack during support. -frequently monitor the patient and circuit. The current revisions of the IFU can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
After further speaking with the clinicians, they did not fault the device at all. The patient was noted to be critically ill and had many underlying conditions. The physicians did not want to pursue this as a device failure and did not wish to explore this further. No product would be returned. No log files were available.